Event description:
It was reported by the patient's spouse that the patient experienced atrial fibrillation (af), bradycardia, chest pains, headaches and a stroke. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.